Manufacturer narrative:
Retainer ring = clear. On oct 08, 2021, the customer alleged for low bg, blank display, keypad anomaly and pump error 23, 49 and 63 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and serial number label fading during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further review of the pump history found on the event date of 10/08/2021 at: 19:27:11, pump error 63 (variableinfo=03). 18:58:41 and 12:14:26, pump error 23 alarm. 18:57:57, pump error 49 alarm. No stuck key alarm found in the history files or traces. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with the audio alert functioning properly. No pump error 23 and 43 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. All buttons functioning properly. No audio alert anomaly noted. However, pump error 63 alarm during self test and confirmed in the pump history (variableinfo=3). Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. Pump passed the keypad voltage test. However, found broken trace at u1 pin 6 on the keypad assembly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for blank display, keypad anomaly and pump error 23 and 49. Pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly, multiple pump error alarms and blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.